Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of the breach in aseptic technique was further described as the patient did not wash their hands during therapy. On the same day, the patient began intraperitoneal (ip) treatment for the peritonitis with inj. (Injection) vancomycin, 1 gram, ip, every 5th day; inj. Meropenem, 1 gram, ip, once a day and three days later inj. Fluconazole, 100 mg, ip, alternative days. On an unreported date, the patient was retrained on aseptic procedure. At the time of this report, the antibiotic treatments were ongoing, the patient remained hospitalized and was recovering. Dianeal therapies were ongoing. No additional information is available.